Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: g2 (the healthcare checkbox should remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the communication socket led to the malfunction resulting the no image issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image. There were no delay, injury, or death. Patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.